Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target was located in the moderately calcified left anterior descending artery (lad). A 3.00 x 16 synergy balloon catheter was advanced for dilatation but failed to cross the lesion. However, during the procedure, it was found that the distal edge got lifted. The procedure was completed with a different device. No patient complications were reported.